Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 7/26/2021 investigation: eight 2000e-04 samples were received without packaging for investigation. One empty 2000e-04 packaging from lot 21015660 was also received. No connecting products were returned to assist the investigation. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting a retained 50ml bd plastipak syringe from stock to the smartsite components; in each instance no flow restrictions or occlusions were identified. A review of the production records for lot 21015660 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsites. However, following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion.

Event description:
It was reported that the smartsite needle-free connector was clogged. The following information was provided by the initial reporter: dr was attempting to insert a pivc and placed a smartsite bung on the end of the of the cannula. The bung then failed to aspirate and flush. This incident happened on (B)(4)2021.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smartsite needle-free connector was clogged. The following information was provided by the initial reporter: dr was attempting to insert a pivc and placed a smartsite bung on the end of the of the cannula. The bung then failed to aspirate and flush. This incident happened on (B)(6) 2021.